Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when inserting the sheath into the groin and up into the left atrium, the patients blood pressure dropped. An ultrasound was performed and a tamponade was observed. Drainage was performed to relieve the build-up of blood in the heart. Transfusions were also administered. The case was aborted and the patient was transferred to the intensive care unit (ICU) where their hospitalization was extended. No further patient complications have been reported as a result of this event.